Manufacturer narrative:
Analysis of the pump motor found no significant anomaly, analysis found o-ring wear.

Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient went to the emergency room (ER) on the date of this reported because the patient was "super spastic". Additional reported symptoms include; unspecified underdose symptoms and withdrawal. The pump was interrogated in the ER and a "terminal event occurred. End of service (eos) (B)(6) 2015" message was displayed. It was determined, the patient had missed a previous appointment to schedule a pump replacement and the healthcare professional (hcp) "missed upcoming eri/eos event" (elective replacement indicator (eri)). The battery depletion was reported as normal. The pump was replaced and the patient was doing fine. The patient recovered without permanent impairment. The pump was used to deliver lioresal (baclofen).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.